Manufacturer narrative:
Intuitive surgical, inc. (Isi) user informed the technical support engineer (tse) that the bipolar energy failed to activate. The user changed the bipolar cables but the issue persisted on both bipolar ports. The tse attempted to review the system error logs, but it was not available since the system was not connected to the onsite network. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that the bipolar energy failed to activate. The user changed the bipolar cables but the issue persisted on both bipolar ports. The tse attempted to review the system error logs, but it was not available since the system was not connected to the onsite network. The procedure outcome is unknown at the time of the report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). Inspection was able to find errors in the logs that corroborate with the reported event but were unable to replicate on site. C-00 errors in the logs and fuse configuration noted as incorrect; orientation set to 230v with 8a fuses. Fuse configuration set to 115v/8a for system test; returned to as-found configuration after system test. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was tested on the system, and all operations were successful via all ports. Root cause is attributed to defective generator.

Event description:
Refer to h11 for follow-up information.